Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off; the complaint is confirmed. The cause may be attributed to excessive force placed on the device during usage. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke while final tightening the closure top into place during surgery. The tip was removed from the closure top; the patient did not retain a foreign body. The procedure was completed using an alternative driver. There were no reports of patient injury associated with this event.